Event description:
The lay user/patient contacted lifescan alleging the meter displays error 2 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 33.3 mmol/l) and 12 mmol/l, hi and 9.1 mmol/l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred (B) (6).